Event description:
Caller reported a malfunction on the pump, identified as "malf 12," with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support in resetting the pump and was advised to continue using it, with instructions to call back if the malfunction code appears again. No recurrence of the malfunction code was observed after the reset.